Manufacturer narrative:
Per the user guide: do not use any other insulin with your system other than u-100 humalog® or novolog®. Only humalog® and novolog® have been tested and found to be compatible for use in the system. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred, and pump supplies were changed to resolve the occlusion. Customer¿s blood glucose (bg) was 575 mg/dl and insulin injections were administered to address bg. Reportedly, customer was using fiasp insulin in the cartridge. Tandem technical support informed customer that fiasp was not labeled for use with pump.